Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited high capture thresholds. The ra lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of inadequate capture was not confirmed while the reported event of helix mechanism issue was confirmed. As received, a complete lead with a stylet was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found no anomalies to the lead body. After cleaning, helix was able to be extended and retracted when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Event description:
New information received notes the right atrial lead (ra) could not hang from the atrium during implant on 7 nov 2022, so it was not used and replaced. The patient was in stable condition throughout the procedure.